Event description:
As reported from our affiliates in (B)(6) this was a case of a 26mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During procedure, the insertion of the 14fr esheath was uneventful, however, resistance was felt at the esheath tip while advancing the commander delivery system with crimped valve through the esheath. Mild to moderate force was applied to advance the valve out of the esheath and into the descending aorta. The valve was implanted at the intended location with no issues. At the end of the procedure, while inspecting the removed esheath, it was seen that the sheath tip was "ripped". No vascular complications were noted and no injury occurred. Pre-decontamination evaluation of the returned esheath showed that the distal tip was torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings. Corrected h6- investigation conclusions. The returned device was visually inspected, and the following was observed: the liner fully expanded as designed. There was a kink in the strain relief at 6cm from the hub likely due to packaging. The distal tip was torn radially under radial score line. All score lines were intact. The complaints for torn sheath distal tip and difficulty advancing through sheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, "26mm sapien 3 case in aortic position by transfemoral approach. During procedure, the insertion of the 14fr esheath was uneventful, however, resistance was felt at the esheath tip while advancing the commander delivery system with crimped valve through the esheath. Mild to moderate force was applied in order to advance the valve out of the esheath and into the descending aorta. The valve was implanted at the intended location with no issues. At the end of the procedure, while inspecting the removed esheath, it was seen that the sheath tip was "ripped". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.